Manufacturer narrative:
The device history record (DHR) for lot number: 2414904164 was reviewed and no anomalies related to the reported issue were observed. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported issue. As such, a root cause could not be determined at this time. However, a corrective and preventative action has been opened to address the reported issue. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that they received a bent catheter. There was no harm reported.